Event description:
It was reported that the patient experienced a shocking or jolting sensation with postural changes and constantly has to make adjustments to their stimulation with their programmer. The patient commented on great stimulation when laying down. The patient expressed suicidal thoughts. Additional information has been requested from the hcp, but was not available as of the date of this report.